Event description:
Pulmonetic systems, inc. Received a call from a representative of agency in 2002. The representative reported the following problem: family was training, when unit turned on, it started blinking fast (no message displayed). The breath cut off in the middle of the breath and unit shut down without alarm.